Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse did a printed circuit board (pcb) test which was normal. The cables were checked and were functioning normally. The fse did an internal cleaning. A standby test was performed and the iabp functioned properly. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during initial start up prior to use the cs100 intra-aortic balloon pump (iabp) had a display that was flickering. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during initial start up prior to use the cs100 intra-aortic balloon pump (iabp) had a display that was flickering. There was no patient involvement, and no adverse event reported.